Event description:
Rt was in another room and called over -can hear steady loud alarm. When she entered (md had taken patient off and was manually ventilating) screen was black -she touched it and saw it was initializing but when the vent screen came back on she couldn't touch anything, the screen was frozen. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). We are working closely with nihon kohden. They have requested and received the data logs from this event.